Event description:
It was that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited t-wave oversensing resulting the smartpass feature to be deactivated and multiple stored untreated episodes. Device data was sent to technical services (ts) for review. Data review determined the r-wave amplitude was low. The oversensing started as the patient began engaging in physical activity when the heart rate hit approximately 130 beats per minute. The device was programmed to secondary vector at the time of the recorded untreated episodes. This system was also noted to have recorded one treated episode in which multiple shocks were delivered. During the follow up appointment, exercise tests and testing was completed for all vectors. The primary vector was found to have the best sensing and r-wave amplitude. The device was subsequently reprogrammed to the primary vector and will continue to be monitored via remote monitoring interrogations. This system remains in service. No adverse patient effects were reported.